Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem ( ecgs non-functional) has been confirmed. Upon investigation the electrode belt ecgs were non-functional. The failure was isolated to a broken white wire at the distribution node plug. The root cause could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.